Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened angled polymer irrigation/aspiration (I/a) tip, in a wrench was returned for the reported issue of occlusion. The returned sample was visually inspected and was found to be conforming. A functional check for occlusion was then performed and deemed conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria . The returned sample was found to be visually and functionally conforming; therefore, blockage as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the tip was manufactured to specifications. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: 2024-85756

Event description:
A physician reported that during surgery, ophthalmic tip was blocked. Surgery was completed. Surgery was completed with an alternative tip and with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).